Event description:
A customer reported to baxter corporate product surveillance a clearlink duo-vent continu-flo solution set in which a no flow was observed. According to the report, the continu-flo solution set was attached to a patient, and an anesthesiologist injected a bolus dose of propofol successfully through the clearlink at the third y-site. The syringe used to inject the medication was a kendal luer lock monoject 5mm syringe. After an unknown amount of time, the anesthesiologist attempted to inject an unknown drug into the same y-site, and a no flow was observed. The anesthesiologist attempted to access the clearlink multiple times before the continu-flo solution set was switched out and therapy continued. The contact stated that they were unsure if the no flow was a result of an incompatibility between the syringe and the clearlink as the syringes used by the facility are 1mm shorter than standard size. There were no reports of patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.

Manufacturer narrative:
(B)(4). One actual sample and one unused monoject 20ml syringe were returned for evaluation. The actual sample arrived out of the pouch primed. The kendall monoject 20ml syringe arrived in a sealed pouch. The actual sample was attached to a secondary set which was spiked into an in-house 1000ml solution bag containing reverse osmosis water. The set was then re-primed. The monoject syringe was then removed from the package and filled with reverse osmosis water. The syringe was then attached to the top y-site and depressed. The set was then checked for flow. The same procedure was also used on the bottom y-site. The extension set primed and flowed normally with no stoppage noted through the y-sites. Therefore, the reported condition was not confirmed. An assignable root cause was not determined.